Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. It was stated that the device is available for evaluation, but it has not yet been returned to the manufacturer. The alleged issue could not yet be confirmed. If the device is received, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as potential complication associated with use of the device.

Event description:
It was reported that when the coil was moved into the aneurysm for positioning, it unintentionally detached in the microcatheter. The coil was removed from the patient and was replaced with a competitor's coil and the procedure was completed successfully. There was no reported injury or intervention.

Manufacturer narrative:
The investigation of the returned coil system found the black pet damaged, the pusher bent at the proximal end, and the implant separated from the pusher. The implant was not returned for evaluation; furthermore, the attachment monofilament was not present in the pusher. Without the return and evaluation of the implant and monofilament, the investigation is unable to determine the mode of separation (i.e. Unintentional vs normal detachment using a detachment controller). Since the investigation could not verify the mode of implant separation due to the absence of the implant and monofilament, the reported event is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. Additional information was received that confirmed the implant and the pusher wire were completely removed from the patient's body.